Event description:
The pt used the suspect device to check their blood glucose. At 5:00pm, pt obtained a result of 516mg/dl. Pt took extra insulin due to this result. At 9:00pm, pt had a low blood glucose reaction and called the paramedics. Upon arrival the emt's used their own device to check their blood glucose and the result was 41mg/dl. Their suspect device was not used at this time for a comparison. Pt was treated at home with a glucose IV. The pt did not use glucose controls to test the test strips in use.